Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that she has had high blood glucose of 300 mg/dl to 400 mg/dl. The customer indicated that her settings were changed recently. Troubleshooting found that there was a lost sensor alarm in the pump history. Troubleshooting also found that the drive support cap was normal. The customer indicated that insulin exited the tubing and the high pressure test passed. The customer was advised to change the set, reservoir and insulin and treat per their doctor's instructions and to follow up with their doctor regarding the high blood glucose.